Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error. The customer¿s blood glucose level was unknown. The issue of power error was not resolved by troubleshoot. The customer was advised that the insulin pump need to be replaced. The customer will be returned insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download.